Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 49 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire was oriented in the wrong direction. Reportedly, there was no any visible damage to the device prior to putting it through the scope and after the issue occurred. In addition, the anatomy was not tortuous. The procedure was completed with a second truetome 49. There were no user injury nor patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual examination of the returned device revealed no visual defects and looked under good conditions without evidence of damages or anomalies. Functionally, the device was introduced inside the duodenoscope and the initial tip orientation was found within specifications. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Therefore the most probable cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a truetome 49 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire was oriented in the wrong direction. Reportedly, there was no any visible damage to the device prior to putting it through the scope and after the issue occurred. In addition, the anatomy was not tortuous. The procedure was completed with a second truetome 49. There were no user injury nor patient complications reported as a result of this event.